Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, an air in line alarm was not reproduced due to persistent reload set alarm. A review of the event history log revealed multiple air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed a constant air detected message, later clarified as air-in-line message occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.